Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The hakim valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device as noted on the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00305. A physician reported a hakim programmable valve (unknown ID) malfunction after placement: "on an unspecified date, a hakim valve was implanted. On an unknown date, the valve was not responding to programming adjustments above 90 mm h2o. Despite multiple attempts, the programmed pressure remained unchanged, even when the correct procedures and tools were used. This issue was observed in 2-3 patients, where the shunt pressure either failed to change during programming or displayed an incorrect setting. For instance, when programmed to 120 mmh2o, the shunt would instead show 70 mmh2o."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.